Event description:
It was reported, the programmer didn't work. It was also reported it did not start working. The programmer was returned for service. No patient involvement or complications were reported.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis confirmed the customer comment, the programmer didn't work. As a result the printed circuit (pc) board was replaced. It was also noted that the keyboard hinge was broken, the display latch was broken and the stylus was missing.